Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump failed to alert when reservoir was empty and woke up on several mornings with empty reservoirs. Customer's blood glucose was 247 mg/dl. Customer also had issues with backlight not staying on long.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and error test. The insulin pump alarmed no reservoir properly during displacement test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no backlight anomaly, no lockout/block keypad anomaly when delivers a normal or dual bolus, and no vibrator anomaly noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.